Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced renal failure on or about (B)(6) 2006 and subsequently expired after use of the product.